Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ IV tubing disconnected from itself above the pump channel while transporting a sedated patient, leaking on the rn and the floor. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "event 3: it was reported that the IV tubing became disconnected which resulted in leaking. Verbatim: sedated patient being transported to xrt by rt, rn and patient transporter. Upon entering ICU elevator, versed tubing became disconnected from itself just above the pump channel, spewing versed all over rn and floor. Excited elevator back to the ICU floor, replacement versed bag hung and restarted per mar. Cnl flagged down and assisted in wasting remaining broken bag. Versed amount in pyxis and on form."

Manufacturer narrative:
The following field was updated due to corrected information: h.1. Type of reportable events: malfunction.

Event description:
It was reported that the unspecified bd¿ IV tubing disconnected from itself above the pump channel while transporting a sedated patient, leaking on the rn and the floor. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "event 3: it was reported that the IV tubing became disconnected which resulted in leaking. Verbatim: sedated patient being transported to xrt by rt, rn and patient transporter. Upon entering ICU elevator, versed tubing became disconnected from itself just above the pump channel, spewing versed all over rn and floor. Excited elevator back to the ICU floor, replacement versed bag hung and restarted per mar. Cnl flagged down and assisted in wasting remaining broken bag. Versed amount in pyxis and on form."

Manufacturer narrative:
H6: investigation summary: no photo or sample was received by quality team. The customer's complaint of leakage could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. No sample was received for investigation. The root cause for this failure remains unknown.

Event description:
It was reported that the unspecified bd¿ IV tubing disconnected from itself above the pump channel while transporting a sedated patient, leaking on the rn and the floor. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "event 3: it was reported that the IV tubing became disconnected which resulted in leaking. Verbatim: sedated patient being transported to xrt by rt, rn and patient transporter. Upon entering ICU elevator, versed tubing became disconnected from itself just above the pump channel, spewing versed all over rn and floor. Excited elevator back to the ICU floor, replacement versed bag hung and restarted per mar. Cnl flagged down and assisted in wasting remaining broken bag. Versed amount in pyxis and on form."